Event description:
During myomectomy, harmonic scalpel blade twisted. White portion of blade broke, but all parts remained intact. Tips could no longer be closed and device was unusable x 2 devices. Third device introduced and functioning without problem.